Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. This patient was originally sized for afx2; the physician elected to implant ovation ix as the physician was concerned that the 17fr afx sheath would not fit. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning with a coda balloon ~14 minutes post polymer injection. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be user related due to the oversizing of the aortic body. A 34mm aortic body was recommended while the patient had an average neck diameter of 26mm. The oversizing of the stent graft is the most likely cause of the infolding of both the primary and secondary sealing rings, causing an aortic stenosis of 9-12mm. The most likely cause of the right superior stent margin buckling was due to the small blood lumen diameter. There were no procedure related harms identified and the patient was discharged home on post-operative day eight in stable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.